Event description:
It was reported that during pre-test, the cuff was stuck to the cannula and did not inflate. The doctor did not use the item on the patient.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: corrected: d4 (catalog number, expiration date) g5 (510k number)